Manufacturer narrative:
(B)(4).

Event description:
It was reported that the follow application notifications were turned off. Data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data.